Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital when experiencing a ventricular tachycardia (vt) at a rate of 200 bpm in 2015. The s-ICD did not deliver a shock. The device was not interrogated at the time so it was unknown why a shock was not delivered. This patient was seen by the physician and it was determined that the patient has been experiencing runs of vt slower than 180 bpm. The s-ICD was programmed with the conditional zone at 180 bpm and the shock zone at 230 bpm. As the reported rate of the vt was lower than the rate cut off, a shock would not have been delivered. All measurements were in normal range. Additional information was later received that the patient went to the hospital after experiencing another vt around 200 bpm. Interrogation of the s-ICD did not find any new episodes recorded and no therapy delivered. Data was sent to boston scientific technical services (ts) for review. The rate of this vt was not able to be verified on the surface electrogram provided. A review of the memory noted that this s-ICD has been experiencing a large number for noise detections since the last follow-up visit in (B)(6) 2015. There is a concern that this could be causing potential non-detection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought in for additional testing. The patient performed isometic exercises and the noise was able to be reproduced. The patient does not recall what he was doing when the episodes occurred. It does not appear that the patient has any potential electromagnetic interference (emi) sources at his workplace or home. No adverse patient effects were reported. At this time, the s-ICD remains implanted and in service.